Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient presented to the emergency department due to experiencing low flow events. The system controller was exchanged to backup system controller. The modular cable was also assessed and computed tomography (CT) and cable xray were ordered. Log files were submitted for review. The event log file captured low flow alarm events on 23aug2025. There were also several momentary low flow events recorded which occurred at times when the pulsatility index (pi) was elevated. Some of these events were very brief and did not generate an alarm. There did not appear to be any type of external mechanical circulatory system equipment issues causing these events.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the system controller was not determined. The system controller (serial number (B)(6)) was not returned for analysis. Submitted log files did not capture a system controller exchange, and the pump appeared to be operating as intended. Multiple attempts were made to obtain additional information, however no responses were received. A root cause for the reported system controller exchange was unable to be conclusively determined during this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. D are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 patient handbook (rev. C) section 2 ¿ ¿how your heart pump works¿ and heartmate 3 instructions for use (rev. D) section 2 ¿ ¿system operations¿ instructs users on how to exchange their system controllers, and state to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.